Event description:
It was reported that during the trial procedure, two contacts at the end of an infinion lead came off inside the patients right epidural space. The infinion lead was removed however, the end of the lead was left inside the patients body. The removed part of the lead will be returned.

Manufacturer narrative:
Sc-2316-50e (sn: (B)(6)) the returned lead was analyzed and visual inspection revealed that the top two electrodes are separated from the distal end. Electrodes 1-2 were not returned. The cables are exposed at the damaged portion of the lead. With all the available information, boston scientific concludes that the allegation of lead damage was confirmed. The cables were exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than 45 degrees.

Event description:
It was reported that during the trial procedure, two contacts at the end of an infinion lead came off inside the patients right epidural space. The infinion lead was removed however, the end of the lead was left inside the patients body. The removed part of the lead will be returned.